Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended and no failures were detected. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that there was an unexpected error. The error code was 64. After the site pushed the ok button, the system rebooted. There was no patient present when this issue was identified.